Event description:
It was reported that the patient lost pain relief 6-8 months prior to the report. The patient fell a couple of times and it hurt more after he fell, but the patient couldn¿t remember when he fell. The patient woke up and just had more pain. The patient noted stimulation was in his lower back and legs and hadn¿t changed, other than having more pains. The symptoms were reported as a sudden onset, and the patient¿s status was unknown. Information regarding if the patient still had concerns with their device or therapy has been requested which was not reported regarding this event.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).